Event description:
It was reported that during a percutaneous coronary intervention procedure a balloon catheter issue occurred. The 3.75 x 12mm nc quantum apex mr balloon catheter was used to post dilate an unspecified stent. Upon removal of the device it was noted that it looks like "polymer strings, approximately 3-4 inches long hanging off the balloon." The procedure was completed with this device. No patient complications were reported and the patient's status is ok. No additional information is available from the facility.

Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).